Manufacturer narrative:
Refer to associated medwatch form 3500a reported as 3001617766-2018-00230 and 3001617766-2018-00232.

Event description:
Per complaint (B)(4), three implants became dislodged while attempting to remove the stock abutment from the implants. The implants showed primary stability at placement, however, due to the stuck abutment they were removed and replaced.